Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated that rebooting had occurred. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal, and the returned battery cap had stripped threads. The battery cap could not fully attach to the pump, and rebooting was duplicated. A test battery cap was able to carefully attach to the pump. The pump was exercised for (B)(4) hours with no further power interruptions occurring. The pump cover was removed and there was no evidence of internal moisture and no damage to the power circuit observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap threads were stripped. This report is made based on results of investigation completed on (B)(4) 2013.